Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer acknowledged alarm and resumed insulin delivery. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose was 121 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, customer did not respond.